Event description:
A patient death event was reported to the manufacturer from a hospital. The patient died while on holiday with her family. The vns was explanted and discarded. Attempts for more information are in progress.